Event description:
Falsely diagnosed as covid; I went to (B)(6) for covid test due to being around a covid positive person. (B)(6) first told me their rapid test was effective (nurse), it was negative so they did a send away test. No physical exam was completed. Dr said I missed the rapid detection window. Said I had covid and prescribed azithromycin and ivermectin along with vitamins. I was told those two prescriptions can cause heart issues (which he did not inform me). The results returned sunday as negative but he stated I still had covid and his tests are 70% effective. I went to (B)(6) who completed another test (99% accuracy) and physical examination. I had sinus infection, not covid.